Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on the keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection. Device was also received with scratched case, cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, case cracked behind the device near the battery compartment and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. The insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.